Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomysurgical procedure, the tenaculum forceps had a frayed wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.